Event description:
Pulmonetic systems, inc. Received the following report from a representative of facility: after connecting of ac adapter, ltv can be turned on. However, turned off once or internal battery usage, ltv can't be turned on. After repeat to insert and to remove ac adapter, ltv can be turned on. No pt harm.